Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.110.007, synthes lot: h363244, supplier lot: h363244, release to warehouse date: november 07, 2017, supplier: (B)(4). No nonconformance reports (ncr)s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the sddrive screwdriver t8 was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the device was slightly stripped and twisted. No other issues were identified with the returned device. The received photograph was reviewed and no additional issues were observed. Dimensional inspection: a dimensional inspection was performed on the returned device. Measured dimensions: shaft od: conforming document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. -t8 one piece screwdriver -screwdriver shaft t8 one piece screwdriver investigation conclusion the complaint condition was confirmed for the sddrive screwdriver t8. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the screwdriver 2.4 stardrive and short stardrive screwdriver were stripped. The issue was found during routine inspection. There was no known hospital or patient involvement. This report is for one (1) stardrive screwdriver t8. This is report 1 of 2 for (B)(4).